Event description:
The devices were originally implanted in (B)(6) 2002.

Event description:
It was reported that revision surgery was performed. Resurfacing femoral head revised. Acetabular cup presumed to be retained.